Manufacturer narrative:
Unknown, as information was requested but not provided. . Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Other (81): the opo73 unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - component code: 4756: priming issues. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the opo73 unit, a prime issue (error 501) occurred several times. The pack was reseated several times and priming was performed. There was no suction and when it suddenly started, it damaged the patient's capsule. The physician used a a-vit device intended to treat the capsule rupture. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 08-jul-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was investigated and the visual inspection of the returned product did not reveal any obvious defects or damage. The applicable manufacturing records were reviewed by the external manufacturer (flex) for potential discrepancies during the manufacturing process that could contribute to the reported issue. The device history record (DHR) review did not show any potentially related discrepancies and the device lot in question was confirmed to have been manufactured by personnel trained to applicable procedures. Based on the present analysis of the sample, it was determined that the failure mode reported was not confirmed because during the inspection and tests performed, no failures related to incorrect function were detected. No changes in currents controls are required since the process controls are capable of detect this type of failure mode. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.